Manufacturer narrative:
The oad was received at csi with the guide wire engaged in the device. The driveshaft was fractured on the proximal edge of the crown. The spring tip of the engaged guide wire was lodged in the driveshaft and tip bushing of the oad. There was no other damage observed with the oad. The guide wire was removed from the driveshaft and handle assembly with some resistance. The damaged sections were sent for scanning electron microscopy (sem) analysis. The analysis identified fatigue on the fracture face of one of the three filars, which can be caused by driveshaft flexing. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The oad functioned as intended when functionally tested. At the conclusion of the failure analysis investigation the reported events were partially confirmed. The driveshaft fracture was confirmed by the analysis. The report of the crown jumping and unexpected audible noise could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). A reportable event related to the guide wire used in this case was also reported. The event has been submitted under MDR 3004742232-2020-00119.

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the ostial to proximal circumflex (cx). Approach through the left main (lm) artery to the cx was difficult and was more acute than 90 degrees. Multiple balloons and exchange catheters could not be advanced to the treatment area. The vessel was primary wired with the viperwire guide wire due to this. The physician was eventually able to advance a 1.5mm balloon into the lesion, but the balloon barely expanded. The oad was advanced, and treatment was performed distal-to-proximal with slow progression and gentle pressure. Three successful treatments were performed. During treatment closer to the proximal cx and distal lm, the oad the crown became stuck in the lesion. The physician noticed a release in tension. At that time, the physician could see on imaging that the driveshaft of the oad had fractured on the proximal side of the crown. The physician pulled back on the guide wire, and the angle of the components in the vessel changed enough that the physician was able to snare the fragment. Following removal of the fragments, there were no noted vessel complications, and a stent was deployed in the distal lm. The patient was discharged home.